Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of the both common femoral arteries was attempted with proglide devices, using the pre-close technique, via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the mildly tortuous left common femoral artery, one proglide device had an unspecified device failure. The sutures of two additional proglide devices were successfully preplaced using the pre-close procedure. The left arteriotomy was upsized to 9f. After the aaa procedure the successfully preplaced sutures were used to achieve hemostasis. Reportedly, at the right common femoral artery, the sutures of two proglide devices were successfully preplaced using the pre-close procedure. The sheath was upsized to 17f for the aaa procedure. After the aaa procedure was completed the preplaced sutures were tightened but hemostasis was not achieved. An additional proglide device was used with the same result. A sheath was placed. A cut down was performed and the artery was sutured to achieve hemostasis. Distal pulses were excellent after the cut down procedure. The patient was given protamine. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.